Event description:
The reporter called and alleged a discrepant result on the device when compared to the lab. The reported device result to lab inr was 4.9/3.6. No treatment was given to the patient. The device was replaced and requested to be returned for evaluation.